Event description:
Patient was in end stage pulmonary fibrosis and required the vapotherm at 36 liters of oxygen in order to sustain o2 saturations of 88%. Vapotherm machine susequently began to alarm "system failure". The nurse was unable to troubleshoot the machine. Respiratory therapy was called immediately as patient was rapidly desaturating with just the non-rebreather mask. Staff bagged the patient and then placed several nasal cannulas at once. A new vapotherm was obtained, and an abg was drawn. As soon as the abg was drawn, the patient became unresponsive and a code was called. Acls protocol required - the patient was intubated and transferred to ICU. Patient remained on ventilator and several meds for blood pressure maintenance, complete renal shutdown began. Patient subsequently expired.